Manufacturer narrative:
Weight, ethnicity, race:unk. This product is not marketed in the us. Off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -4.5/1.0/84, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.